Event description:
Device 2 of 2. Ref MFR report: 1627487-2012-03377. It was reported the pt reexperiences a headache on the right side of her head when she charges her scs system. Follow-up identified the headache occurs while charging the scs system whether the system stimulation is on or off. At this time the physician is uncertain of what is causing the issue. There is no add'l info at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.